Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient's mother believes there is a fault with the cannula adhesive. Patients mother has made an allegation against the adhesive and has advised that she has to put waterproof plasters over the headset to ensure it is kept on. Patient's mother advised this has happened for the past three months. Patient's mother has advised that the patient is having to change his cannula every two days as it peels off. Patients mother advises that when he has a bath the headset peels off. No adverse event alleged. A request was made for the return of the device.